Event description:
This is filed for a leak. It was reported on (B)(6) 2022, during preparation of the xtw, there was an excessive amount of leakage from the gripper levers. The device use was discontinued, and a new xtw was prepared and completed the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak/splash (gripper lever) could not be confirmed via returned device analysis. Additionally, an unstable lever cap and a leak were found at the lock lever. Both gripper caps and the gripper lever latch were found separated from the device in the return packaging. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported leak/splash (gripper lever) could not be determined as no issue was identified with returned device analysis. The cause of the observed unstable lock lever cap was unable to be determined. The observed leak/splash (lock lever) was a cascading event of the observed unstable lock lever cap. The observed material separation (gripper caps and lever latch) appears to be due to post procedural handling/packaging as it was not a reported event of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.